Manufacturer narrative:
Extension: model 7489, serial # (B)(4), implanted: 2005 (B)(6), explanted: unk. Patient programmer: model 7435, serial # (B)(4), implanted: na, explanted: na. Extension: model 7489, serial # (B)(4), implanted: 2005 (B)(6), explanted: unk. Lead: model 3998, lot # j0455157v, implanted: 2005 (B)(6), explanted: unk.

Event description:
It was reported that while stimulation was turned on there was a loss of therapeutic effect. The patient was receiving less stimulation then they had received in the past. The patient's lessening stimulation sensation started "several months ago." There was no known accident or incident related to the event. All combinations were measured at >4000 ohms. It was possible that there was an open circuit. Additional information has been requested, but was not available as of the date of this report.